Event description:
It was reported that the patient received inappropriate shocks, due to non-physiologic oversensing. Pacing impedance also increased suddenly. The lead was replaced. Additional information was subsequently received reporting that the lead was replaced due to fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient received inappropriate shocks, due to non-physiologic oversensing. Pacing impedance also increased suddenly. The lead was replaced. Additional information was subsequently received reporting that the lead was replaced due to fracture. No further patient complications have been reported as a result of this event. No conclusion can be drawn4 impedance, high lead(s), fracture of oversensing shock, inappropriate.